Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular channel. Due to this, the device overpaced and inappropriately delivered one burst of anti-tachycardia pacing (atp), this accelerated the rhythm into ventricular fibrillation (vf). The device delivered a shock, ending the vf, however, this accelerated the rhythm in the right atrium, leading to atrial fibrillation. The patient ended the atrial fibrillation on its own. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.